Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery repeatedly. Customer's blood glucose level was over 33 mmol/l. The customer treated their blood glucose level with an insulin pen. While troubleshooting the insulin pump alarmed no delivery within 0.3 units. The customer was also not able to push insulin through. The alarm was caused by an infusion set to reservoir connection. The customer was advised that the device would be replaced and agreed to return the product for analysis.